Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had a no delivery alarm on the insulin pump . The customer's blood glucose level was unknown mg/dl. The customer reports they are unable to troubleshoot because she don't want to troubleshoot, it was explained to the customer that the no delivery alarm was an alarm that detects an occlusion in the infusion set, tubing, cannula or reservoir. The customer was advised to call when the alarm occurs in order to troubleshoot.